Manufacturer narrative:
(B)(4).the rt236 infant dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: three y-piece swivels were returned to fph (B)(4) for inspection. The returned swivels were pressure tested and submerged in a water bath to test for leaks. Results: all returned swivels failed the pressure test. The pressure test results were outside the required specification. Upon submersion in a water bath, leaks were detected around the swivels. A strong formation of bubbles were noticed around the swivels. A lot check revealed one other complaint of this nature for lot number 100308. Conclusion: the leak was caused by an insufficient seal between the two parts of the swivel y-piece that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the swivel y-piece of an rt236 infant dual-heated evaqua breathing circuit was leaking. This was observed before use on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fishre & paykel healthcare (fph) field representative that the swivel y-piece of an rt236 infant dual-heated evaqua breathing circuit was leaking. This was observed before use on a patient. No patient consequence was reported.